Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient transvenous pacing system was explanted due to infection. The patient was administered a course of antibiotics. A new transvenous pacing system was implanted and remains in use. No further patient complications have been reported as a result of this event.